Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies have been requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Approximately one (1) years post initial procedure, the patient experienced a type 1a endoleak. Re-intervention was successfully completed with a non-endologix device.

Manufacturer narrative:
Based on description of the event and medical information available, clinical assessment was not able to confirm the reported event of the type ia endoleak. The treatment of coils around the main body of the ovation ix stent is confirmed. Device, user, procedure or anatomy relatedness of this complaint could not be determined. Procedure related harms for this complaint could not be determined. The final patient status was reported being stable. The review of manufacturing lot confirmed all devices met specifications prior to release. No additional investigations of this reported complaint are planned. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Results codes - 3233 removed, correction. Conclusion codes - 11 removed, correction.